Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had software error detected pump error alarm. Customer was able to clear alarm. Customer did receive request to rewind pump and able to rewind insulin pump. Fill cannula was recorded into pump history. Self test was passed. No harm requiring medical intervention was reported. Troubleshooting was performed however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer = black case type = ngp customer returned the device for alleged pump error 53 alarm found on september 18, 2022. The device passed the self test and the displacement test. The pump was successfully downloaded using thump. No unexpected pump error 53 alarms occurred during testing however, a review of the history file show that on (B)(6) 2022 at 03:27 there was a pump error 53 (linenumber 0 filenumber 0) alarm, on (B)(6) 2022 at 03:26 there was a pump error 53 (linenumber 0 filenumber 0) alarm, and on (B)(6) 2022 at 03:25 there was a pump error 53 ((B)(6)) alarm that occurred. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage were found on the electronic assembly motor, or force sensor noted. A review of the detailed traces reveals there is a bus_exception which is the cause of the pump error 53 alarm (esf# (B)(4)), fault isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 53 alarm is confirmed (esf# (B)(4)), fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.